Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump was unable to perform functional testing and verify off no power alarm, low battery alarm, battery out limit alarm, motor error alarm, unexpected restart alarm due to blank display. The motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria

Event description:
The customer reported via phone call of low blood glucose readings, motor error, low battery and blank display from the insulin pump. The customer's blood glucose reading was 49 mg/dl. The customer treated the low readings by eating. The customer stated that she woke up and the pump was completely off. The customer stated that she received a low battery alert prior to the off no power alert. The customer stated that the battery cap is not loose, cracked or damaged. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to monitor the pump.